Event description:
During preventive maintenance the manufacturer's service technician found a vent inop o2 motor error occurrence in the ventilator's diagnostic log history. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician performed oxygen valve test per service manual, checked oxygen motor controller board for proper seating and checked all internal connections and no problem was found. The vent nop was not duplicated by the service tech. Performance verification testing was completed and tests passed to operating specifications.